Manufacturer narrative:
Risk assessment remains valid, this incident, based on hcp feedback was related to comorbidities of the patient no corrective/preventative actions have been identified as required, as such a fsca is not required. Occurrence of similar incidents will be monitored and captured within pms and trend analysis.

Event description:
Reported from case (B)(4) of silver I pmcf study with the following details: event: hemorrhage - blood clot active bleed in the wound, spontaneous hematoma resulted in hb (haemoglobin) levels dropping. Study has stopped. Medical escalated to and requested a referral to ortho/gen surg team. The patient needs surgical intervention to debride the wound and establish the cause of bleeding. During debridment a 5cm defect and pus like fluid at base of wound, all necrotic skin was removed, and healthy tissues exposed beneath. Re-reviewed on 27/09/2024 - no further clinical abscess, cellulitis or erythema identified - no further debridement necessary.